Event description:
It was reported to philips that the device was sporadically unable to perform fluoroscopy, which can impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was during diagnostic procedure. The treatment was completed as planned by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the device was sporadically unable to perform fluoroscopy. Review of the log files shows occasional errors of frontal generator reconfiguration. The fse went onsite and did not confirm the reported problem. It was reported that after system restart, the issue no longer occurred. The issue got resolved after restart of the system and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If unable to perform fluoroscopy on the system occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A unable to perform fluoroscopy issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.